Event description:
It was reported that when turned on, before using it on a patient, the cs300 intra-aortic balloon pump (iabp) had electrical test failure. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) found electrical test failed code 119 and 50. Fse replaced motor control board (0671-00-0004) and pcb front end module (d671-00-0668). Calibration performed complete with transducers. The device has passed all performance and safety tests according to case specifications. The device was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-0668 pcb, front end module serial number (B)(6) part number 0671-00-0004 pcb, motor controller serial number (B)(6) these parts were received with a reported unit failure of failure code #119 and # 50.the failure analysis and testing dept. Performed a visual inspection and observed part number 0670-00-0668 pcb, front end module serial number (B)(6) residue that is consistent with saline. Due to the saline on the board the fat cannot investigate this board any further. Failure code #119 is associated with part number 0670-00-0668 pcb, front end module serial number (B)(6). The saline damage to the board is the cause of the failure of the front end board with code #119. The failure analysis and testing dept. Performed a visual inspection on part number 0671-00-0004 pcb, motor controller serial number (B)(6) and observed a residue on the board which is consistent with saline. Due to the saline on the board the fat cannot investigate this board any further. Failure code #50 is associated with part number 0671-00-0004 pcb, motor controller serial number (B)(6), and the cause of the failure of the motor controller board. Retaining the boards in the fat per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,d9, g3, g6, h1, h2.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turned on, the cs300 intra-aortic balloon pump (iabp) had electrical test failure. There was no patient involvement.